Manufacturer narrative:
E1 - initial reporter establishment name (B)(6) the device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, a probable root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the possibility that the olympus colonovideoscope was not reprocessed and was used on the next patient. The event occurred after the completion of a therapeutic colon procedure. There was no patient injury reported.